Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The failure of the equipment leading to the event was unable to be confirmed. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera bronchovideoscope, there was a no image issue. The device passed the leak test, but imaging was not working from the scope end. The event occurred during the diagnostic procedure. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated but the quality inspection results (qir) are not available as the device has been discontinued. The customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.